Manufacturer narrative:
At this time the patient was unable to identify the devices implanted, but believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.

Event description:
It was reported that the patient reports high levels of chromium at 3.0. Patient has no physical symptoms at this time and says this is more of a mental problem.